Manufacturer narrative:
A specific root cause was not identified. Based upon the information provided, the event might have been caused by a misadjusted high voltage which was corrected by the field service representative. In addition, it was determined there may also have been insufficient pre-analytical sample handling by the operator. The operator was using a short centrifugation time and a high g force.

Event description:
On (B) (6) 2010 the lay user/patient contacted lifescan alleging that the onetouch ultra meter read inaccurately high. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt said the readings were 120 points higher on her meter than on another meter performed within 30 minutes of each other. The pt was given 50 units of regular insulin on her meter. The pt felt very dizzy, sweaty, and had blurry vision after the readings were obtained. The pt was given 4 glucose tablets and 1 ounce of orange juice by a doctor at the doctor's office. The pt is unsure how much time passed between the time he was given insulin and the time he went to the doctor's office. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. The pt's testing steps were correct. The test strips were within expiration dating. This complaint is being reported because the pt said the readings were inaccurately high, took add'l insulin based on the results, and subsequently suffered symptoms indicative of hypoglycemia.

Event description:
The user stated an ER doctor questioned troponin t results which were tested after the assay was calibrated following service. The user recalibrated and repeated the samples and received lower results. Data for eight patient samples in bd 13x100 heparin plasma tubes was provided. All results are in ng/ml. Samples 1-4 were initially tested on the e411, repeated on cobas 2 (e601 (B) (4)), repeated on cobas 3 (e601 (B) (4)) and then repeated on the original e411. Sample 1 initial result was 0.05, repeat results were <0.01, 0.01 and <0.01. Sample 2 initial result was 0.07, repeat results were 0.01, 0.02 and 0.01. Sample 3 initial result was 0.07, repeat results were <0.01, <0.01 and <0.01. Sample 4 initial result was 0.05, repeat results were <0.01, <0.01 and <0.01. Samples 5-8 were initially tested on the e411, repeated on cobas 3 (e601 (B) (4)) and then repeated on the original e411. Sample 5 initial result was 0.04, repeat results were <0.01 and <0.01. Sample 6 initial result was 0.07, repeat results were <0.01 and <0.01. Sample 7 initial result was 0.04, repeat results were <0.01 and <0.01. Sample 8 initial result was 0.04, repeat results were <0.01 and <0.01. Since the physician had questioned the results, the patients were not admitted to a medical facility, treatment was not provided/altered/withheld, and no death occurred due to the alleged erroneous results. The user refused a service visit and stated "it was an issue with the calibration". The troponin t reagent lot number was 15461201.

Manufacturer narrative:
It was not known if the initial reporter sent report to the FDA.